Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). User facility listed in initial reporter.

Event description:
According to the reporter, the reload has been used for transecting rectum during lar. The staple line was torn apart. Manual suture used to reinforce the site. Surgery was successfully finished and patient is doing well as of 6/27.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one egia reload. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the cartridge revealed that the reload was fully fired and no abnormalities were noted. The reload was loaded into a pmv representative instrument for functional testing and tested satisfactorily. The file will be closed as a tested satisfactorily. Should new information become available, the file will be re-opened and reassessed at that time.